Event description:
During an atrial tachycardia procedure, there was a communication issue with the amplifier to ampere cable resulting in cancellation of the procedure. The mapping system did not recognize the tactiflex catheter, and it would not display. The tactiflex catheter was replaced with another, and the mapping system was restarted, but the issue did not resolve. Reopening the case and switching from a tactiflex catheter to a tacticath se catheter still did not resolve the issue. The procedure was then cancelled, as ablation was not possible. There were no adverse patient consequences. After the patient had been removed from the table, the system was rechecked. The system was restarted, and all cables were disconnected and firmly reconnected. The previously used tacticath se was reconnected, and it appeared in the catheter preset as a roving catheter. However, it was not possible to fully verify its functionality since the patient had already been removed. The connection cable between the amplifier and the ampere generator was replaced and there have been no further issues.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined.